Event description:
On (B) (6) 2008, the pt reported that there was a large air bubble at the top of her insulin cartridge. She attempted to prime the air from the insulin cartridge through the infusion tubing but decided to instead push the insulin back into the vial and start over. Further attempts to follow up with the pt were unsuccessful. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.